Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 290 mg/dl during the phone call. Troubleshooting was performed. The insulin pump passed the prime test and the programming was correct. However, the insulin pump did not pass the high pressure test.